Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during total knee surgery, one of the attune primary pins went missing when the surgeon took out the measured sizer. The surgeon looked for it but could not find it. At the end of the surgery after the surgeon had implanted the implants, x-ray was called in. The pin was found located in the femoral canal of the patient. The surgeon said they would leave the pin in the canal. Due to this incident the case was delayed for about 45 mins.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> during total knee surgery one of the attune primary pins went missing when the surgeon took out the measured sizer. We looked for it but could not find it. At the end of the surgery after the surgeon had implanted the implants x-ray was called in. The pin was found located in the femoral canal of the patient. The surgeon said they would leave the pin in the canal. Due to this incident the case was delayed for about 45 mins. ¿the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(6). The x-ray investigation revealed a foreign object on the patient's femoral, confirming the reported event. Even though there is no certainty if the unk fixation pin is the foreign object observed in the evidence, the report event can be confirmed based on the x-ray evidence provided. Furthermore, with information provided, the potential cause can be traced to user due to improper method procedure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained device issue. ¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.